Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, per the physician the nick and spread was not wide enough resulting in the proglide not being able to be advanced into the vessel. The physician widened the nick and spread; however, the shaft of the proglide was kinked/bent. The physician stated that this probably occurred when he tried to initially advance the device prior to widening the nick and spread. The proglide was discarded and hemostasis was achieved using a second proglide device. There was no clinically significant delay in the procedure. There were no reported adverse patient sequelae. The physician reported to be trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.